Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient believes that the ins does not charge completely and takes too long to charge. The rep asked the patient to record the time to recharge and how long a full charge lasts. The recharge time is 1-3 hours and a fully charged ins lasts up to 8 hours. There were no actions taken to resolve the issue. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported. Additional information received from a manufacturer representative (rep) reported that the causes of the patient believing that their implantable neurostimulator (ins) does not charge completely and it taking too long for them to charge was not determined. The rep also noted that actions and were taken to resolve the issues and recharging expectations were reviewed to resolve the issues. There were no further complications reported or anticipated. Information was received from the manufacturing representative (rep) regarding the patient. The patient stated that they are charging more than necessary. The rep mentioned that they tried to check the ¿speed¿ on the charge on the patient controller, but that was ¿greyed out.¿ patient services reviewed plugging in the recharger. The rep stated that the patient is complaining that they are charging every day but used stimulation intermittently. It was noted that the patient charges for 1.5-3 hours at a time. The rep mentioned that the patient charged to 100% on the day of the report, and the implantable neurostimulator (ins) was at 90% after 5 minutes. Patient services reviews that the system rounds up, which could account for that. No further complications or patient symptoms were reported or anticipated.